Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735740, (software version: 1.1.0), device evaluation: additional software analysis was completed. Utilizing an image analysis methodology, software analysis could not determine the probable cause since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The procedure was a minimally invasive surgery (mis). It was reported that there was an alleged inaccuracy during the case. The surgeons stated that they felt inaccurate with their first scan from the imaging system. Initially the spin looked accurate after being transferred to the navigation system, but shortly into the procedure the patient bucked on the table and the navigation system became inaccurate. One of the surgeons then stated that they were inaccurate before the patient movement. The site took another scan and were then able to continue with the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Software analysis through reproducibility could not determine the probable cause since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.